Manufacturer narrative:
The nrc received the front end board from the supplier. The supplier verified the failure and replaced u34, which was electrically defective and the board passed testing. The nrc investigated the suspected front end board and no visual damage was observed, and upon inspection of the board per procedure, the installation of the required rework was verified. The technician then installed the front end board into cardiosave test fixture and it tested to factory specifications per cardiosave service manual and it passed testing. The board will be packaged and labeled and sent to stock per procedure.

Event description:
It was reported that the cardiosave intra-aortic balloon pump generated a power up fault code #11. It is unknown under which circumstances this event occurred and whether there was patient involved or not; however, there was no adverse event reported.

Manufacturer narrative:
The suspected faulty front end board (the board) was returned to getinge's national repair center (nrc) for failure analysis. Inspection of the board was completed per procedure, with no visual damage observed. The nrc installed the board into the cardiosave test fixture and tested the board to factory specifications per service bulletin and the cardiosave service manual. The nrc verified the failure of code 11. The board failed testing and has been sent to the supplier for failure analysis per procedure.

Event description:
It was reported that the cardiosave intra-aortic balloon pump generated a power up fault code #11. It is unknown under which circumstances this event occurred and whether there was patient involved or not; however, there was no adverse event reported.

Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was reviewed and no non-conformances related to the reported event were noted. A getinge field service engineer (fse) was dispatched to evaluate this unit and was able to reproduce the reported failure. To fix the issue, the fse replaced the front end board. The fse then performed full calibration functional and safety tests as per factory specifications. The unit passed all tests performed and was returned to the customer and cleared for clinical use. (B)(6).

Event description:
It was reported that the cardiosave intra-aortic balloon pump generated a power up fault code #11. It is unknown under which circumstances this event occurred and whether there was patient involved or not; however, there was no adverse event reported.